Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for corporate lot number and for a similar failure mode. Visual inspection: one denali filter was returned for evaluation. The delivery system, sheath and dilator were not returned. The filter exhibited 6 arms and 6 legs present and intact. The filter was returned with two arms crossed, however it is unknown when or how this occurred. A small amount of clot was found adhering to a filter leg. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through the deployment sheath. The filter system was exchanged for a new vena cava filter that was deployed successfully. There was no reported patient injury.